Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is of 3 reports linked to mfg report numbers 3004608878-2021-00491 and 3004608878-2021-00492. A facility reported that there was movement on the rocker arm of the mayfield modified skull clamp (a1059) when in the locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit required preventive maintenance. As a result, all worn components were replaced with new parts. General maintenance and cleaning were performed. Ball bearings, o-ring, wave spring washers, watchers, set screw, roundhead screw, nut and bolt replaced as part of preventative maintenance services. Root cause analysis - the reported complaint was confirmed. Unit received required preventive maintenance and replacement of worn parts as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.